Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 10x40x120 epic¿ vascular stent was selected for use to treat the lesion. During unpacking, when the device as pulled out from the package, the stent struts were noted to be exposed on the catheter. The procedure was completed with another of the same device. No patient complications were reported.